Event description:
The customer reported the system will not take exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib and reloaded calibration files. System operates as intended. (B) (4).